Event description:
Pad-pak replaced but device will not respond. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 11th june 2015. Upon receipt, the device could not be powered on, as per the reported fault. A visual inspection of the device revealed that the negative terminal pogo-pin was shorter than the other pins and could only spring back partially into position, indicating that the pogo-pin had failed. The failed pogo-pin had resulted in an intermittent connection from the device to the pad-pak, resulting in the voltage fluctuations observed in the device memory, the low battery fails and the eventual failure to power on the device. The fault could not be replicated with a new negative terminal pogo-pin installed. This would confirm the failed pogo-pin caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Pad-pak replaced but device will not respond. There was no patient involved in this event.